Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, broken plug strap, missing plug strap (0-25%). Leak test and microscopic analysis was performed which identified: device no leakage, no delamination observed in the valve and striated broken plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Missing plug strap assessed as inconclusive. A striated broken on plug strap assessed as surgical damage consist in the use of some surgical tool. The unit has no delamination. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation on patient's contralateral side.

Event description:
Healthcare professional initially reported exchange with no complaint against the device. Healthcare professional later reported right side "valve delaminated from shell" and "implants had bottomed out severely." Device has been explanted.